Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found part of the black rod insulation was damaged and missing. The missing insulation pieces were not returned. The reported condition was confirmed. The investigation found damages to the rod insulation. The insulation was partially scraped off and occurred at three separate locations. The damage to the rod insulation likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during device follow-up, after the intervention, the black paint was not intact on the device shaft. There was no patient involvement. A picture submitted showing a part of insulation of the shaft have peeled off.